Manufacturer narrative:
Inspected one opened/used enlite sensor. Performed visual inspection and found the canula retracted inside the sensor base. Unable to confirm the customer received the sensor in such condition as customer had returned the product opened/used.

Event description:
It was reported that customer had a bad sensor. The sensor is two hours old. The transmitter did not flash when customer inserted the sensor. Customer's blood glucose was unknown. The transmitter passed the test plug procedure. When customer removed the sensor, he could not see the cannula. Customer is sending the sensor back for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.